Manufacturer narrative:
(B)(4). Gehc is continuing to investigate the issue.

Event description:
A customer reported that there was a female patient who went to surgery because it was thought that the patient may have gall bladder stones based on the images that came from the logiq e10. Upon performing the surgery the surgeon discovered the patient did not have a gall bladder, and thus would not have required surgery for gall bladder stones. Additionally, when the customer was investigating the issue internally, they found an incorrect patient history was used, at no fault of the logiq e10, and the patient history was incomplete. If the correct patient history would have been used they would not have sent the patient for surgery. The customer complained to gehc that the images from the logiq e10 were of poor quality.

Manufacturer narrative:
Gehcs investigation of the allegation of poor image quality on the logiq e10 has completed. The investigation involved evaluating the logiq e10, evaluating the images from the study and interviewing the customer. The evaluation of the device resulted in determining the device did not malfunction. The evaluation of the images indicated that the imaging settings were sufficient for the diagnosis. Therefore, it is believed that the use of the device did not cause or contribute to this issue, and it is likely that the user misread the image as a gallbladder. The results of the investigation and the conclusions were shared with the customer. No further action is being taken at this time.